Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 2:00am, the patient reported the alleged issue began. The patient reported she uses self adjusting insulin to manage her diabetes. On (B)(6) 2012 at 3:00am, she developed symptoms of 'dizzy, short of breath, and could not get out of bed.' On (B)(6) 2012 at 4am, she had something to eat or drink. It is unclear if this was the patient's usual breakfast or in response to her symptoms. On (B)(6) 2012 at 8:30am the patient reported she was taken to urgent care and a reading of '60mg/dl' was obtained and she was given IV glucose. At the time of troubleshooting, the patient did not have testing supplies available, therefore the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test due to the alleged issue, developed symptoms and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.